Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the device showed error code 42224 after power up; the device was testing 24 hours and worked normally. The root cause was unknown. The error code was cleared. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, the device exhibited a high priority alarm with code 42224. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.